Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station orders were not crossing over to pyxis machines. A technical support specialist (tss) attempted to log into the server remotely using remote smart service (rss), and the session did not populate past waiting at agent. Tss deployed an rss agent generic package to the application server, and the deployment failed. Tss deployed a restart rss package to the application server, and the package applied successfully. Tss attempted rss access to the server again, and the session timed out. Tss attempted rss access to the database server, and the session timed out. Tss identified recent network errors in logs under the rss status tab and provided the es v1.7 server deployment guide to the customers health information technology (hit) team and pointed them to the network and port requirements section for configuration verification. Tss informed the customer that hit would investigate the intermittent network issues, and the customer acknowledged. Customer verified issue got resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server were not receiving orders and were on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.